Manufacturer narrative:
No device sample is available for investigation. Lot # unk. DHR could not be performed because lot # is unk. Complaint cannot be confirmed since the sample was not available for investigation. The MFR will continue to monitor and trend.

Event description:
Complaint received via medwatch report from FDA. Complaint alleges: on (B)(6) 2008, patient had a robotic radical prostatectomy after receiving radiation therapy for cancer of the prostate. On (B)(6) 2012, he experienced a second bladder neck contracture and when the doctor went to fix that he found that a hem-o-lok clip had migrated into the urethra. It was removed without incident. The pt was contracted and he has the clip in his possession and refuses to send it to the MFR for investigation. His physician confirmed to the pt the clip to be a hem-o-lok x-large, but did not provide a lot#. The pt has requested the lot# from the hospital where the procedure was performed. Clarification was made on what type of disability he has that appears on the medwatch report. He does not have a disability; he stated he has "social incontinence" and must be a pad in certain situations.